Manufacturer narrative:
The date of the event is unknown. A supplemental report will be submitted when provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope experienced a loss of visual image during an unspecified procedure. There was no patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: distal end cover had a burn based on the results of the investigation, a definitive root cause could not be established as it was not confirmed that there was a problem with the device. Based on the results of the investigation, the cause of the distal end cover burn could not be established. Olympus will continue to monitor field performance for this device.